Event description:
Customer is requesting an event log review for a reported over infusion of fentanyl. The intended programming was for fentanyl at 2.5 mcg/hr. On (B)(6) 2013 at the change of shift, the infusion was programmed for 500 mcg/hr, it ran for 3 minutes and was reprogrammed for 25 mcg/hr and ran until the next day. The patient was ventilated and intubated, no patient harm and no additional medical intervention was administered. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted once the log review has been completed.